Event description:
A 63-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On october 09, 2025, novocure was notified that approximately two weeks earlier, the patient had sustained a head injury, described as scalp wounds accompanied by a concussion, while on optune gio therapy. Therapy was subsequently discontinued to allow for wound healing. An image provided demonstrated a circular area of desquamation at the crown of the head, with curvilinear scabbing along the posterior margin. Two small lesions were also observed anterior to the desquamated area. Additionally, a region of eschar was noted in the occipital region, left of the midline. Review of the patient's medical records, received by novocure on october 16, 2025, included documentation from a neuro-oncology follow-up visit on (B)(6) 2025. During that visit, it was reported that on (B)(6) 2025, the patient sustained a head injury after striking his head on the hood of a truck while inspecting a vehicle. The incident resulted in two scalp wounds. The patient experienced mild concussive symptoms, which were improving at the time of evaluation. There was no reported loss of consciousness, confusion, severe headache, or visual disturbance following the event. A 7-day course of cephalexin 500 mg twice daily was prescribed, and temporary discontinuation of optune gio therapy for one week was recommended. Additionally, evidence of tumor recurrence was identified around the same time. The patient was scheduled for surgical resection of the recurrence on (B)(6) 2025, to be followed by a 2-3-week course of radiation therapy and chemotherapy. Attempts were made to contact the healthcare provider (hcp) for additional clinical details regarding the event; however, no response was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration cannot be ruled out. The concussion is unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).